Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states a palindrome hsi catheter was placed on the (B)(6) 2012, which was replacing a catheter that had been removed due to infection. This new hsi catheter fell off the pt on the (B)(6) 2012. It is unk why the catheter fell out of the pt. The catheter was replaced but also started to show signs of infection. As a result, the catheter was removed and the pt is not utilizing a temporary catheter.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.